Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was hospitalized due to cystic fibrosis and diabetes. The blood glucose reading is 355 mg/dl. Nothing further reported.